Manufacturer narrative:
(B) (4) - no information (bleed). The device has been received for analysis however, an analysis has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, they had difficulty extending the clip out of the sheath. Eventually, they were able to exit the clip from the sheath, but it was loose on the end of the catheter. The physician removed the device with the clip still attached. The patient was stable, but was still slightly bleeding at the end of the procedure. A second procedure was performed the next day with another resolution clip successfully; no issues with the device. The patient was fine, after the second procedure.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during an esophagogastroduodenoscopy procedure. According to the complainant, during the procedure, they had difficulty extending the clip out of the sheath. Eventually, they were able to exit the clip from the sheath, but it was loose on the end of the catheter. The physician removed the device with the clip still attached. The patient was stable, but was still slightly bleeding at the end of the procedure. A second procedure was performed the next day with another resolution clip successfully; no issues with the device. The patient was fine, after the second procedure.

Manufacturer narrative:
Upon investigation, it was noted that there was a kink near the handle. The clip assembly was detached from the bushing, but still attached to the control wire, via the tension breaker and yoke. The clip assembly was located outside the over sheath. The control wire was actuated, and the clip assembly was deployed. As evident by the kink in the control wire, the end-user may have exceeded the design limits of the device during use. This investigation will be assigned the most probable root cause classification of operational context. A review of the device history record (DHR) was performed; no anomalies were noted. (B)(4).